Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately tortuous, severely calcified lesion with 80% stenosis in the mid rca. Abnormalities are reported in relation to the anatomy whereby the degree of calcification was not fully appreciated prior to stenting. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used. The inflation device remained on neutral. It was reported that a section of the rca was calcified prior to a previous stent and the new lesion. Despite pre-dilating the area with a 2.0x8 mm non-mdt balloon, the onyx device failed to cross the calcification and dislodged. No attempt was made to remove the dislodged stent. The dislodged stent was deployed proximal to the lesion where it dislodged. A series of 9 balloons, five of them being medtronic balloons of increasing size were used to increase the diameter of the stent to approximately 3.0 mm. There was no complaint against the mdt balloons used during the procedure. No patient injury was reported.